Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and, unreadable. Customer¿s blood glucose level. Displayed "high" and was resolved with manual injection of insulin. The customer reverted to an alternate method in insulin therapy.